Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. The field service representative (fsr) ran channel a and b, both individually and simultaneously, but could not duplicate the reported issue. The fsr replaced channel a resistance temperature detector (rtd) sensor as a precautionary measure and completed verification/release testing successfully. The unit operated to manufacturer specifications and was returned to clinical use. The ccp stated that he has no knowledge of patient infection that may be associated with the cooler-heater and the water was not cloudy or discolored. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer stated heater cooler unit alarmed an "e33" error code on channel a when they were running an extracorporeal membrane oxygenation (ECMO) case. They turned the power switch off and changed to another unit without incident. The surgical procedure was completed successfully. There was no harm observed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated: describe event or problem and device available for evaluation? If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Event description:
Additional information: e33 error [resistance temperature detector (rtd) sensor temperature differs from the dual temperature sensor] occured on channel a when only channel b was running.